Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the issue, but due to it coming back a second time and 307 errors being present, the fse cleaned internal fibers and replaced the common compute controller (ccc) on the robot. The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered a non-recoverable error on the system. Prior to the non-recoverable errors, the system flagged a 31089 error pointing to possibly fiber port one on the tower. The site had already swapped the blue fiber cable with no change. The technical support engineer (tse) had the caller move the fiber ports and attempted to restart the system. The system still continued to connect correctly despite the fiber cable was changed and they were all confirmed to be locked into place. The tse asked to have the biomed call back in for further troubleshooting. The procedure was aborted to another da vinci with no patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The robot common compute controller (ccc) was analyzed and the reported issue was confirmed, but not replicated. Upon visual inspection, the returned unit was in good physical condition. Upon review of the error logs, failure analysis confirmed that error 31089 triggered in the field, following with error 170 and 307 pointed to pcc3-ID. Failure analysis installed the ccc unit into golden system, programmed, and the system started up with no error. They periodically power cycled up to 10 times and left the system to idle for 4 hours and there was no issue. Optic light levels had been checked for each power cycle with all the values in expected range. From these findings, failure analysis could not determine the root cause of the issue happening in the field. The complaint was confirmed based on failure analysis log review, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
The annex d code was updated.

Event description:
Refer to h11 for follow-up information.